Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that server was down with error messages that patient information delayed, machines in critical override. The technical support specialist (tss) was identified a system slowdown on (B)(6), causing the database server to become unresponsive and forcing all sites and stations into manual critical override. A data hosting application (dha) ticket was opened, and data center operations (dcops), working with bd, migrated the server to new, faster hardware over a three-day transition. Following one week of post migration monitoring, no further issues were observed. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis machines were down with error messages indicating that patient information was delayed, and the machines were in critical override mode. There were approximately four different error messages displayed at the top of the machines. Additionally, users were unable to log in to the bd server website. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.